Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the left ventricular lead could not be implanted due to the guidewire unable to be removed. The lead was not implanted and a new lead was implanted instead. The patient condition was stable.